Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01862, 0001825034 - 2019 - 01863.

Event description:
It was reported patient underwent second hip revision approximately 2 years post implantation due to reoccurring dislocations. It was noted the patient then developed pneumonia and exacerbation of chronic obstructive pulmonary disease shortly after the last revision surgery. Patient was given IV steroids and IV antibiotics and discharged the following day. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Concomitant medical products : cat# ep-200150. Reported event was confirmed due to clinical reports. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.